Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 530 mg/dl at the time of incident. Customer;s other blood glucose values were 600 mg/dl, 585 mg/dl, 485 mg/dl, 480 mg/dl, 385 mg/dl, 320 mg/dl, 140 mg/dl and 125 mg/dl. Customer reported that the insulin pump had motor errors. Customer treated with injection. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set